Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer had a fluid leak. Customer reported that the fluid was diluent mixed with blood. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the flowcell. The fse replaced the sample line to the flowcell. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
(B)(4).